Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Upper abdominal pain [abdominal pain upper], post-embolization syndrome [post embolisation syndrome], dissection superior mesenteric artery [artery dissection], pulmonary embolism [pulmonary embolism], sepsis [sepsis] , liver dysfunction/failure [hepatic failure], deteriorating liver function test [liver function test abnormal]. Case description: initial information received on 25-aug-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by carling et al., with the title "transarterial chemoembolization of liver metastases from uveal melanoma using irinotecan-loaded beads: treatment response and complications", it concerned nine patients of unspecified age (mean age 6years) affected by liver metastases from uveal melanoma (um). The patients were part of a retrospective analysis conducted on 14 patients diagnosed with liver metastases from um. All patients were diagnosed with liver metastases on annual contrast-enhanced ultrasound. Subsequently contrast enhanced CT, contrast-enhanced MRI and pet were performed for assessment of liver involvement and detection of extra-hepatic disease. All patients had a patent portal vein and an eastern cooperative oncology group (ecog) grade of 0 or 1. The patients received debiri treatment using dc beads 100-300microm loaded with 100mg of irinotecan. Patients received up to 4 procedures (two procedures per lobe). In 14 patients a total of 57 procedures were performed. In all procedure arterial femoral access with 4f or 6f sheet was used. Initial angiographic series were performed in both the celiac trunk and the superior mesenteric artery for evaluation of hepatic artery anatomy. Selective catheter position for lobar administration of beads was achieved using microcatheters), and beads were injected distally to the cystic artery when possible. To achieve a safe and complete lobar treatment, segmental catheterizations were necessary in some cases due to anatomic variants. In each procedure, beads loaded with irinotecan were mixed with 10-15 ml iodine contrast and injected slowly, following 1-3 ml of intra-arterial lidocaine (10 mg/ml). Experienced interventional radiologists performed the procedures, and complete drug administration (100 mg of irinotecan) was achieved in 50/57 procedures. Patients routinely had an intravenous pump to administer 1 mg ketobemidone every eight minutes during the procedure. Other applied periprocedural drugs included intravenous diazepam and metoclopramide. Antibiotic agents were not routinely administered the postprocedural median hospitalization was one day (range 1-4). The major complication related to debiri tace experienced by nine patients according to the society of interventional radiology(sir) classification as per reporter were: pain (c), postembolization syndrome(3 event d), dissection superior mesenteric artery (1d), pulmonary embolism (c), sepsis (d) liver dysfunction/failure ( including total liver volume increase not due to progressive disease) (4 f). These patients also had deteriorating liver function tests. The overall survival of the patients was 9.4 months. Final assessment received on 03-feb-2016: no additional information can be obtained as this patient was lost to follow-up. No device failure has been identified as a result of these adverse events. The company considers the events of upper abdominal pain, postembolization syndrome, sepsis, hepatic failure, liver function test abnormal, artery dissection and pulmonary embolism related to the treatment. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed. Case comment: the events upper abdominal pain, postembolization syndrome, hepatic failure and liver function test abnormal are considered unlisted according to the current instruction for use of dc bead. Artery dissection, sepsis, and pulmonary embolism are considered listed according to the current instruction for use of dc bead. The company considers the events upper abdominal pain, postembolization syndrome, sepsis, hepatic failure, liver function test abnormal, artery dissection and pulmonary embolism related to the treatment. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Upper abdominal pain [abdominal pain upper]; post-embolization syndrome [post embolisation syndrome]; dissection superior mesenteric artery [artery dissection]; pulmonary embolism [pulmonary embolism]; sepsis [sepsis]; liver dysfunction/failure [hepatic failure]; deteriorating liver function test [liver function test abnormal]. Case description: initial information received on (B)(6) 2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by carling et al., with the title "transarterial chemoembolization of liver metastases from uveal melanoma using irinotecan-loaded beads: treatment response and complications", it concerned nine patients of unspecified age (mean age 64 years) affected by liver metastases from uveal melanoma (um). The patients were part of a retrospective analysis conducted on 14 patients diagnosed with liver metastases from um. All patients were diagnosed with liver metastases on annual contrast-enhanced ultrasound. Subsequently contrast enhanced CT, contrast-enhanced MRI and pet were performed for assessment of liver involvement and detection of extra-hepatic disease. All patients had a patent portal vein and an eastern cooperative oncology group (ecog) grade of 0 or 1. The patients received debiri treatment using dc beads (B)(4) loaded with 100mg of irinotecan. Patients received up to 4 procedures (two procedures per lobe). In 14 patients a total of 57 procedures were performed. In all procedure arterial femoral access with 4f or 6f sheet was used. Initial angiographic series were performed in both the celiac trunk and the superior mesenteric artery for evaluation of hepatic artery anatomy. Selective catheter position for lobar administration of beads was achieved using microcatheters), and beads were injected distally to the cystic artery when possible. To achieve a safe and complete lobar treatment, segmental catheterizations were necessary in some cases due to anatomic variants. In each procedure, beads loaded with irinotecan were mixed with 10-15 ml iodine contrast and injected slowly, following 1-3 ml of intra-arterial lidocaine (10 mg/ml). Experienced interventional radiologists performed the procedures, and complete drug administration (100 mg of irinotecan) was achieved in 50/57 procedures. Patients routinely had an intravenous pump to administer 1 mg ketobemidone every eight minutes during the procedure. Other applied periprocedural drugs included intravenous diazepam and metoclopramide. Antibiotic agents were not routinely administered. The postprocedural median hospitalization was one day (range 1-4). The major complication related to debiri tace experienced by nine patients according to the society of interventional radiology (sir) classification as per reporter were: pain (c), postembolization syndrome(3 event d), dissection superior mesenteric artery (1d), pulmonary embolism (c), sepsis (d) liver dysfunction/failure ( including total liver volume increase not due to progressive disease) (4 f). These patients also had deteriorating liver function tests. The overall survival of the patients was 9.4 months. Case comment: the events upper abdominal pain, postembolization syndrome, hepatic failure and liver function test abnormal are considered unlisted according to the current instruction for use of dc bead. Artery dissection, sepsis, and pulmonary embolism are considered listed according to the current instruction for use of dc bead. The company considers the events upper abdominal pain, postembolization syndrome, sepsis, hepatic failure, liver function test abnormal, artery dissection and pulmonary embolism related to the treatment. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. (B)(4).